Event description:
It was reported that during the implant procedure, there were difficulties 'engaging the screwdriver.' There was a reported intermittent loss of capture. A new device was used. There were no reported patient complications as a result of this event. On 22april2009, returned with same information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Device evaluation summary (B) (4) no anomalies found. Visual inspection: grommet damage was noted.